Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that the flap was adhered more than usual that leads to an incomplete flap in the unknown eye during lasik surgery. There are multiple related reports for this event. This report addresses the patient initials was unknown in the left eye and other manufacturer reports will be filed.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Most recent technical site visit confirmed device met specifications as per service and installation record. Not enough information was provided to properly complete an investigation. Therefore, the root cause of the reported issue could not be determined. The manufacturer internal reference number is: (B)(4).